Event description:
The customer took a blood glucose test and received a result of 263mg/dl. They took extra insulin based on the device reading. The customer states they bottomed out and paramedics were called. The police arrived first and gave them glucose gel. When the paramedics arrived they rec'd a result of 30mg/dl. The customer's device gave a reading of 145mg/dl. They were given several shots of glucose and were transported to the hosp where they were admitted. No controls were in use and the device was miss coded. A request was made for the return of the suspect device and replacements were sent.